Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that bilateral suture placement with proglide devices in both the right common femoral artery (rcfa) and left common femoral artery (lcfa) was performed using the pre-close technique, via a 6f sheath prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, a suture break occurred with one proglide device (the access site was unknown.) Two additional proglide devices were used for successful suture placement in one common femoral artery and one proglide device was used for successful suture placement in the other common femoral artery using the pre-close technique. The sheath was upsized to a 16f. The evar was completed and hemostasis was achieved in both the lcfa and rcfa with the pre-place proglide sutures. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported suture break was not confirmed; however, a needle to cuff miss/suture retrieval issue was observed. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy due to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.